Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au680 clinical chemistry analyzer. The observed variance in calibration and ise tubing build up. The fse proactively decontaminated the ise module and replaced reagents. The fse replaced all ise tubing, and buffer syringe which resolved the issue. The fse verified system performance and no further issue was noted. Multiple part replacement resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported generation of false erratic patient results on the ise (ion selective electrode) module for sodium (na), potassium (k), and chloride (cl) involving the au680 chemistry analyzer. . The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.